Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported the proglide device was used in a calcified vessel. The instructions for use states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other four proglide devices are filed under separate medwatch MFR numbers.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, placement of the sutures were attempted in the calcified and tortuous right common femoral artery (rcfa) and the left common femoral artery (lcfa) with two proglide devices using the preclose technique. There was no reported issue in the lcfa. Reportedly, a cuff miss occurred with five proglide devices in the rcfa. The sutures of two additional proglide devices were successfully placed in the rcfa using the preclose technique. The arteriotomy was 6f in both access sites. The sheath was upsized to 18f for the aaa procedure in both access sites. After the aaa procedure was completed, the successfully pre-placed sutures achieved hemostasis in the rcfa and lcfa. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.